Manufacturer narrative:
Section a2: date of birth: unknown/ requested but not provided. Section a4: weight: unknown/ requested but not provided. Section a5: ethnicity: unknown/ requested but not provided. Section a6: race: unknown/ requested but not provided. Section b3: date of event: unknown; not provided, but the best estimate date is between (B)(6) 2025, and (B)(6) 2025. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol) was explanted from the left eye due to an unknown reason. The replacement lens was another johnson and johnson (drn00v 22.0). The douvisc was used as viscoelastic. No further information was provided.